Manufacturer narrative:
Lot# hc9. Visual inspection; device history review; complaint history review; risk assessment the returned device was confirmed to be fractured upon visual inspection. No relevant manufacturing issues were identified as all released units met stryker specifications. The most likely cause of the customer reported event is the presence of voids on the lasermarking dots, which were positioned on the tensile side of the rod bend.

Event description:
It was reported that while bending rods using a french bender 2 rods broke.

Event description:
It was reported that while bending rods using a french bender 2 rods broke.